Event description:
The customer stated that she was treated by the paramedics for a low blood glucose reading of 22 mg/dl. The customer stated that stress may have contributed to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as not product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.